Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 07-jul-2022 via email and attached to complaint object: all issues with these pumps were found during testing at our facility. No indication of patient involvement was indicated to me, or our technician, at the time the pump was received for repair at our facility.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection found battery door missing, otherwise the device was in good condition upon receipt. Functional evaluation to include non-destructive analysis found the upstream and downstream occlusion sensors values stable and the values jumped when depressed in the manufacturing utility mode. Three pounds per square inch psi tests were performed and all occluded at 24 psi. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the upper part of downstream bezel. Excessive loctite has intruded into the cavity of the downstream bezel, contaminating the sensor. The functionality of the downstream occlusion sensor was compromised, likely causing intermittent issues. Results: the customer reported problem was duplicated during the investigation as both sensors calibrated without any issues. Error codes were not found in the event history log. Root cause of the reported problem would be attributed to an intermittent downstream occlusion sensor issue, that could be customer related. It is recommended that the downstream occlusion sensor be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0105-01, d4: correction: model number: 2120